Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop (B)(4) since the device manufacture date is greater than one year from the event date. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The stm that found the issue reported that battery run time was below of specifications. To fix the issue, the stm replaced the batteries and performed full calibration, functional and safety tests. The iabp was then returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the battery run time test during a preventative maintenance performed by a getinge service territory manager (stm). There was no patient involvement and no adverse event was reported.